Event description:
It was reported that the tube of intra abdominal pressure monitoring device was not able to be clamped even after turning a dial on the day of use.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The product was used for diagnosis. The product caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications ¿ not for use on pediatric patients ¿ not for use on patients with compromised bladder function warnings ¿ use only saline for pressure measurement. ¿ ensure tubing fluid path is primed so there are no air bubbles. ¿ ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions ¿ single use only ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ not made with natural rubber latex ¿ sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Sterile contents: ¿ 30 cc syringe ¿ infusion and pressure transducer tubing ¿ saline bag spike & cap ¿ zeroing stopcock ¿ dead-end transducer cap ¿ proprietary drain tube clamp ¿ valve port ¿ check valves for controlling and directing flow pressure monitoring device 1. Hang a bag of sterile saline on an IV pole. A pressure cuff is not required. 2. Open the bard® intra-abdominal pressure monitoring device tray. 3. Don gloves. 4. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. 5. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Option 1: remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Option 2: leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. 6. Grasp the coiled tubing and remove entire assembly from the tray. 7. Verify all tubing connections are secure. 8. Remove the protective cap from the saline spike and insert the spike into the saline bag. 9. Place the syringe on the bed or hang the syringe from the IV pole. 10. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided stopcock as needed depending on the transducer assembly available. 11. Cap the opposite end of the transducer (figures 1 & 2) or flush device. 12. Mount the drainage tubing on the clamp. 13. Decide whether the pressure transducer will be mounted on the pole or the patient." The actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tube of intra abdominal pressure monitoring device was not able to be clamped even after turning a dial on the day of use.